Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a newton straight fixed core wire guide was being used for a fistulogram when the wire began to separate. It was reported that as the wire was being removed from the patient's body, the "wire loops", or coiling, around the "inner core" of the wire began to separate. It was also stated that the device remained in one piece and no sections remained in the patient's body. Allegedly another wire of the same kind was use to successfully complete the procedure. No adverse events have been reported regarding this occurrence.

Manufacturer narrative:
Corrected data: report source. Product code ¿ dqx. Investigation - evaluation: a review of documentation, drawings, complaint history, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. There is no evidence the product was damaged upon opening. Attempts were made to obtain additional information surrounding the procedure and use of the device; no response was obtained. Without visual, dimensional, and/or functional testing of the product; we are unable to determine if this is a manufacturing issue. Based on the provided information, no product returned, and results of the investigation, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.